Event description:
It was reported that a luer activated valve flo-gard solution administration set leaked from a hole. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was available for evaluation. The reported condition was confirmed. Visual inspection revealed that the tube had a cut approximately 138cm above the y-site. No other test was performed. The reported condition was caused by a machine issue during manufacturing. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.